Event description:
It was reported post onyx embolization treatment procedure, the catheter separated during retrieval. No patient injury reported. Same event as MDR# 2029214-2012-00404.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use. Catheter separation, (B)(4).